Manufacturer narrative:
Product complaint #: (B)(4). Summary: it was received for analysis one needle-suture piece inserted in a yellow sponge and one empty labeled winding former. During the visual inspection of the opened sample (needle/suture piece), the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records could not be reviewed as the batch number is unknown. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Event description:
It was reported that the patient underwent an unknown surgery on 7/24/2019 and the suture was used. The suture was broken during interrupted suturing. Here were no adverse consequences reported.